Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported approximately 12 years post the index procedure a CT scan identified that the aneurx stent graft migrated down 19mm due to neck dilatation. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information: during the film review, a type ia endoleak was observed along with the reported migration. It was reported that a contrast injected angiography was then performed and there was no type I endoleak observed. No intervention was done for this patient and the physician has chosen to continue to follow this patient. Film evaluation summary: review of CT¿s and 3d-CT film report from 12 years post-implant revealed that an aneurx stent graft system had been implanted in the patient. The bifurcate was positioned ~2cm below the renal arteries, and there was lack of proximal fixation with a visible proximal type I endoleak. The neck diameter just below the renal arteries measured ~30mm, and 2cm lower at the bifurcate proximal graft margin the aortic diameter was 38mm. There was mild calcification present with slight neck angulation. The maximum aaa diameter near the distal end of the sac measured 41mm, and there appeared to be good distal limb sealing bilaterally. The ipsi limb and extension were positioned distally into the right common iliac artery, and the contra limb was positioned within the distal portion of the left common iliac. The stent grafts were patent, and no limb compression, kinks or other issues were observed. The exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. Returned CT¿s from 12 years post-implant confirmed that the aneurx bifurcate was positioned ~2cm below the renal arteries and had likely migrated. There was lack of proximal fixation with a visible proximal type I endoleak. The neck diameter just below the renal arteries measured ~30mm, and 2cm lower at the bifurcate proximal graft margin the aortic diameter was 38mm. It appears likely that disease progression due to neck dilatation led to the migration. If information is provided in the future, a supplemental report will be issued.